Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, d10, g4, g7. Additional: h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified that the patella was broken into multiple pieces. Further sem analysis suggested that the item possibly experienced repetitive bending, potentially due to poor fixation leaving part of the item unsupported, until fracture. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella size 2 8 mm thickness; p/n: 00542000802, l/n: 63283224, kne-natural knee flex-bearings-unk; p/n: unk, l/n: unk, kne-natural knee flex-femorals-unk; p/n: unk, l/n: unk, kne-natural knee flex-tibial trays-unk; p/n: unk, l/n: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to patella pain. Subsequently, it was noted during the revision the patella pieces had fractured. No additional patient consequences were reported.